Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced hematoma. The patient lifted heavy objects and a blood vessel was ruptured thereby causing hematoma. A surgical procedure was performed to remove the hematoma. The physician noticed the infection inside the pocket. The pocket was cleaned and bleeding was stopped. The patient was taking anti-coagulation medications due to the artificial valve which makes the bleeding difficult to stop. ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.